Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited intermittent high out-of-range shock impedance measurements. Boston scientific technical services (ts) reviewed device data noting measurements appeared largely stable. Some occasional instances of noise were observed on the rv shock channel but the rate/sense channel remained clear of artifact. The shock impedance alert threshold was increased and the patient will continue to be monitored routinely. No adverse patient effects were reported.